Manufacturer narrative:
The reported event of helix retraction issue was confirmed while the reported event of bad sensing values was not confirmed. As received, a complete lead was returned in one piece with the helix retracted clogged with blood/tissue. The x-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the inner coil, the helix could be extended and retracted. The full measured helix extension length was within specification. The cause of the reported event of helix retraction issue was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
During an initial implant procedure, the helix was unable to retract from the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.